Event description:
The customer reported that the device failed to discharge during a patient event. The involved patient died.

Manufacturer narrative:
(B)(4): the customer reported that the device failed to discharge during a patient event. The involved patient died. The customer does not allege that the device behavior impacted the patient outcome. The complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.